Event description:
It was reported that during an unknown procedure, the first clips do not clamp on the artery. There was bleeding of the cystic artery when cutting. No further information available for the moment. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed one conforming clip. In order to confirm the clip was within manufacturing specifications, the clip was evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: were clips not forming or unformed when fired? Were clips malformed? Did clips not hold on vessel and fall off after being applied? How much bleeding occurred (please quantify amount)? How was bleeding controlled? Was another device of same code used to sufficiently control bleeding during case? Were any blood products given to patient? Was there any change to the procedure or post-op care of patient? How was case completed?